Event description:
A physician used a gel mark biopsy site marker following a breast biopsy with a mammotome. When the physician removed the device applicator from the probe, he observed that the tip had been sheared off. The tip was left in the pt's breast. There were no pt adverse effects. The pt later had a mastectomy.